Event description:
Upon removing the tissue from the package and when attempting to attach th green clips, the tissue fell apart in the dr. Hands. The tissue was not used and no further complications were reported.